Manufacturer narrative:
H6: investigation summary: bd received 237 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. All tubes filled as expected and all results were normal. Analytical testing and visual inspection of the retained and control tubes did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure, clotting, because the defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced clotting / micro clots/fibrin clots. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we had 2x a problem with the pediatric citrate tubes lot 1085027 dp: (B)(6) 2021. We took from 2 children the platelet aggregation on them and the laboratory assistants came back to us, specifying that the blood was coagulated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced clotting / micro clots/fibrin clots. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we had 2x a problem with the pediatric citrate tubes lot 1085027 dp: 09/2021 we took from 2 children the platelet aggregation on them and the laboratory assistants came back to us, specifying that the blood was coagulated.